Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was advanced to mid-nozzle and has underrode the lens. The lens is within the lens loading area. The lens is positioned on top of the plunger. The lead haptic is extended, which may have been interpreted as the reported complaint of lens damaged. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger underride was observed. The root cause cannot be determined. The lens was within the loading area. The leading haptic was extended, positioned on the plunger in the loading area. This may have been interpreted as the reported complaint of lens damaged. The event of plunger underride while the lens was still within the lens loading area may also suggest that the lens was advanced more rapidly than the dfu recommended rate. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger underride may occur: ¿ due to rapid advancement faster than the dfu recommend rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was damaged because the plunger engaged inappropriately. There was no reported patient impact. Additional information was requested.